Event description:
It was reported that the "device stopped breathing" and the oximeter alarmed. The parent responded and found the child "minimally responsive, with gray discoloration of skin and oxygen saturation levels down to dangerously low levels." Ventilator "failed to alarm," parent added supplemental oxygen and called 911. Parent manually ventilated child until ems arrived. Child transported to hospital and was hospitalized for four days for respiratory distress.

Manufacturer narrative:
MDR reportable claim made on 10/10/2011 via legal channels and initial follow-up conducted as a result of legal claims made by counsel.